Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarm low battery prior to replace battery now. The customer's blood glucose was 163 mg/dl at the time of incident. The customer also reported that the insulin pump alarmed battery out limit. The customer was assisted to clear the battery out limit alarm. The insulin pump will not be returned for analysis.